Event description:
Reporter alleged discrepant blood glucose values of 251 mg/dl back to back with a result of 63 ml/dl when testing was performed 1 minute apart on the compact plus system. The location of the testing was not provided. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.